Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The measured full helix extension length was within specification. The reported events of loss of capture, loss of sensing, and lead dislodgment were not confirmed.

Event description:
Additional information was received indicating that diagnostic imaging was performed which confirmed the lead dislodgment.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01601. During follow-up, there was loss of capture and loss of sensing noted on both right atrial (ra) and right ventricular (rv) leads. Upon further investigation, both the ra and rv lead were noted as dislodged. The ra lead was explanted and replaced while the rv lead was capped and replaced to resolve the event and the patient was in stable condition.